Event description:
Boston scientific received information that this patient was recently admitted to the hospital with a heart rate in the 30's. The patient had been seen for bradycardia and it was noted that the device had migrated. Additionally the thresholds had risen and there was loss of capture (loc) on the right ventricular (rv) lead, as a result the device programming was changed. It was noted that the patients remaining longevity had decreased so some outputs were changed to see if longevity remaining would recover and at that time the patient passed out. A lead revision was performed. The entire system was later removed due to infection. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.